Event description:
It was reported that, during a photoselective vaporization of the prostate treatment, the fiber had a rupture. Another fiber was used in order to complete the procedure. There were no patient complications reported.

Event description:
It was reported that, during a photoselective vaporization of the prostate treatment, the fiber had a rupture. Another fiber was used in order to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, analysis of the fiber identified a body break between the connector and the control knob and the tip was detached. The fiber was tested with the hene laser and most of the output escaped from the fracture location. A device history record review confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation, and a labeling review confirmed the IFU includes appropriate warnings and instructions for use. Based on all gathered information, the probable cause code selected is unintended use error caused or contributed to event, indicating the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation.